Event description:
The customer reported his girlfriend put his insulin pump into the washer machine and there was some fluid under the screen. The caller stated that the piston is completely out of the insulin pump, but the drive support cap is still intact, and the device was showing button error. The blood glucose reading was 165mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to broken solder joint component in the interface board. Unable to confirm button error alarms or blank display. Moisture damage found on the motor home switch, but moisture damage was not found on the electronic assembly. The device had a protruded/loose drive support disk, cracked end cap, and missing end cap sticker.